Manufacturer narrative:
Device code (B)(4): off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -12.0/1.5/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on 12-jul-2022. Low vault was observed. On 15-jan-2023 the lens was exchanged for a longer length lens and the problem was resolved.

Manufacturer narrative:
B5 - corrected to: "the reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -12.0/1.5/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault and refractive suprise was observed. On (B)(6) 2023 the lens was exchanged for a longer length lens and the problem was resolved." H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found optic torn and haptic torn to the lens. Dimensional and functional inspection found the lens to be within specifications. H6 - health effect clinical code: 2137 should be added to the initial MDR. H6- medical device problem code: 1401 should be added to the initial MDR. Claim# (B)(4).